Event description:
Customer reported via phone the reservoir and tubing had a black foreign substance in the tubing of her insulin pump. Customer was concerned if the black substance went into her body. Customer stated it could have been the reservoir or tubing. Customer's blood glucose was not provided and customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.